Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an office visit revealed high capture thresholds and poor sensing on the right atrial lead. Isometric testing indicated the high capture threshold was positional. A lead fracture was suspected. The lead was capped (B)(6) 2021 and replaced. The patient had no symptoms or reported consequences.